Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a failed displacement test and constant motor error alarm due to motor encoder disk out of phase. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads also noted.

Event description:
Customer reported that the insulin pump alarmed motor error during basal. Customer stated that she had an MRI and was wearing the insulin pump. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.